Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo mid circumflex artery. A 2.5 x 33 mm xience prime stent was implanted and post-dilatation was performed with a 2.5 x 10 mm non-abbott balloon catheter when a proximal edge dissection was noted. The dissection was treated with a 2.5 x 28 mm xience prime stent to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.